Manufacturer narrative:
Block b3: approximated based on the event occurring in july. Block h6: imdrf device code a0501 captures the reportable event of balloon detachment.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) with balloon dilation procedure performed on (B)(6) 2024. During the procedure, the balloon broke off. No more information was available despite good-faith efforts. There were no patient complications reported as a result of this event.